Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the poking during implant had been resolved. The implant was doing its job and all the patient needed to do was relax and go with the flow. The circumstances that led to the accident and poor communication were that the patient was over-anxious and being alone and the patient kept thinking that they needed to do something. The implant let the patient sleep more and they had used very little of their pads. The steps taken to resolve the accident and poor communication were that the programmer was doing its job. The patient kept thinking that they needed to do and make changes. The device programmer was checked by one of the nurses on their hcp's staff support group. The patient's manufacturer representative answered them that all was ok and not to worry. The accident and poor communication had been resolved very much so. The patient no longer did anything with the programmer as it was working great. Right from the evaluation period until (B)(6) 2015 the implant had made the patient feel in control of their life again. The patient thought they were going to spend the rest of their life changing wet, soggy heavy overnight pads 4 to 6 times a day, getting very little sleep and night, and not really functioning well at all and that led to them being anxious and grumpy throughout the day time hours.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that was implanted on (B)(6) 2015 and the patient felt poking during the implant procedure. The patient had a very successful trial and had good symptom relief since implant. The patient experienced a loss or change of therapy and had one accident since implant and otherwise the patient had good symptom relief. The patient felt stimulation every now and then. The patient had been trying to use the patient programmer and had been pushing buttons. The patient was not able to communicate and got poor communication with the patient programmer. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.